Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist was called to the patient's room due to an nkv-550 ventilator touchscreen issue. Although the touchscreen was black, the ventilator continued to support the patient. There was no patient harm, and the patient was placed on another ventilator. After removing the ventilator from the patient, the respiratory therapist had to do a forced shutdown to get the touchscreen to respond.